Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2013 lot information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Since three years after initial surgery, the patient had complained about pain. In the surgery, the head was found loosened and wear or corrosion was noted in the stem neck. Joint fluid looked brown and the surrounding soft tissue was necrosed and a part of it was blackened like metallosis.

Manufacturer narrative:
Examination of the returned devices by depuy commercialized product development and material science finds the damage in the female taper is so extensive it cannot be determined if the product is depuy product. It is not known if the male and female tapers are compatible. Metallurgy confirmed evidence of corrosion on the stem and head. The wear visible on the tapers was more likely arising from corrosion than taper locking. There is no evidence to suggest if the taper was ever locked. The cause for corrosion cannot be definitively determined at this time. No abnormal wear is found on the articulating surfaces. The provided x-ray does not resemble the parts returned. The stem in this complaint is a collared aml plus, however the stem in the x-ray is a non-collared stem with dissimilar geometry. No conclusions can be drawn from x-ray examination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Following further investigation by applied research and bioengineering, it was concluded that: it is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and the implant. It was not possible to confirm the head as a depuy product, if not a depuy product this would be off label use of the device per the report. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.